Event description:
A free flow had occurred. The unit had just been set up and sterile water flowed into the final bag. Upon questioning, the caller stated that they don't prestretch the tubing, but they don't turn rotors. Reporter referred caller to operators manual which instructs the user to turn rotors. The caller stated that the free flow stopped after they manipulated the tubing. Since the issue was resolved by telephone, the unit was not swapped out. No pt involvement. 8/16/96.